Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The durepair (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) is in place related to endotoxin levels.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: "the patient had been diagnosed prenatally with spina bifida/neural tube defect/myelomeningocele. A durepair ¿patch¿ was surgically implanted, prenatally, on (B)(6) 2023. At the time of birth on (B)(6) 2023, the newborn was diagnosed with ¿ventriculitis due to enterobacter infection¿ and a surgery was conducted to clear the infection and remove the ¿patch¿ on (B)(6) 2023.